Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization. When customer arrived at the hospital he lifted his shirt to show the nurse his site and he discovered the tube set had come loose from the headset. Customer attributes his high blood glucose and hospitalization to the leak. A request was made for the return of the device, replacement sent.